Manufacturer narrative:
Currently, it is unknown whether or not the device is a davol product, as no product identification was indicated and described use appears inconsistent with labeling. Currently, it is also unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We have contacted the reported, however, she is currently represented by an attorney and is unable to provide us with additional information. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.

Event description:
Patient reported that she had pain 24 7 and deep vein thrombosis dvt getting sticker. One year later found she was having a very bad rejection to the mesh in her foot and leg. The doctor had put her nerve bundles, tarsal tunnel, veins, and arteries and all in the mesh. The mesh was explanted in 2007. The patient reported that the pathology report said a giant cell on it.